Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg; 5086mri52 lead; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had p-wave undersensing and high thresholds. The thresholds had been satisfactory until after the patient had open heart surgery and a valve replacement. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.